Event description:
A malfunction was reported on the customer's pump, identified by the malfunction code "malf 12." There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing information to reset the pump, and the malfunction did not recur after resetting. The customer was advised that they could continue using the pump and to call back if the issue recurred, which they acknowledged and understood.